Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient stated their blood glucose was not displaying on the device. The patient used a g7 sensor and observed three lines in place of a reading. The patient indicated they had replaced the sensor approximately two hours earlier and believed it had been connected to the device. However, it was determined that the new sensor had not been properly connected. The patient retrieved the inserter to obtain the new sensor¿s pairing code, and the device initially showed pairing activity while still displaying the previous sensor¿s pairing code. The patient was guided through the steps to connect the new sensor. At the time of the call, the patient¿s blood glucose level was 240 mg/dl, with no readings on the device for several hours. The patient confirmed that blood glucose levels were affected, reaching a high of 240 mg/dl for about an hour. The patient did not use backup therapy, did not perform ketone testing, and reported no recent steroid injections, no professional medical intervention, no additional assistance, and no immediate health effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.